Event description:
It was reported the customer received a no delivery alarm while rewinding their insulin pump. Customer also stated a motor error alarm occurred shortly after. It was found the customer's alarms were recurring. Customer's blood glucose was 413 mg/dl. Customer had treated their blood glucose with the insulin pump. Troubleshooting found the customer had nausea and was vomiting due to their high blood glucose. It was also reported the customer was able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.